Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display and unresponsive buttons as a result of the keypad connector not plugged in properly.

Event description:
It was reported that the customer's insulin pump had a frozen display and unresponsive buttons. No further information was provided.